Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received from a patient, regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that she has been in the hospital the past few days due to a bladder infection - patient stated unrelated to the pain stim device. Patient had not used her ins because she was in the hospital. Patient touched the ins site this morning, she felt a "big square thing" instead of a little round thing. The right side felt painful when she moved or when she touched the bones above the ins area since the day of the call. Patient requested hcp listings as well. On (B)(6) 2018 additional information was received from the patient. It was reported that patient just came back from the clinic and the battery is dead and has to be replaced. Patient will do this (replacement) as soon as the surgeon comes back from vacation, which will be next week. On (B)(4) 2018 additional information was received from a patient via a manufacturer representative (rep) reporting that the patient was presented with a tremendous amount of pain at the battery site. Also the battery was in a "stated" of overdischarge. Factors that contributed to the issue were unknown. The patient reported that they did nothing different but woke up one day and the battery site hurt and they could not recharge. The rep stated that they felt around the battery area and noticed their skin was very lose and they were able to manipulate the battery very easily. The rep stated it was possible that the battery flipped and then flipped back. They stated that they were able to perform a trickle charge and clear the por, so the battery was not flipped at their appointment. X-rays were ordered and the physician was gong to be notified for a possible battery site revision and or replacement. The issue was not resolved at the time of the report. It was reported that the hcp would have further information and that the rep would obtain this information. No surgical intervention had occurred and it was asked but was unknown if surgical intervention would be planned. The event occurred on (B)(6) 2018. On (B)(4) 2018 additional information was received from the rep. It was reported that the results of x-rays were unknown. Patient was on schedule for battery replacement and pocket revision on (B)(6) 2018. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that on (B)(6) 2018, patient had a new battery implanted in the back. The old battery was worn out and had died. When they went to see the hcp, they told the patient that battery was gone. Patient had a new, much smaller implant and it is working fine. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the explanted ins would not be returned for analysis. No further complications were reported/anticipated.